Manufacturer narrative:
Title: annual dialysis conference source hemodialysis international, volume 24, 2020 (a1-a20). Date of publication: 8-11 february 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study which reviewed a case of a patient on maintenance hemodialysis treatment for three years who developed a catheter infection with concurrent infective endocarditis, spondylodiscitis, and psoas muscle abscess. The assessment revealed there was erythema over the catheter insertion site and was initially managed with IV intravenous antibiotics (vancomycin and amikaci) and removal of the catheter. The patient continued to have persistent fever and oxacillin resistant staphylococcus aureus bacteremia. Additional testing revealed vegetation at the mitral valve, infectious spondylodiscitis with obvious bone destruction,and multilobulated abscesses formation over bilateral psoas muscles. Vancomycin IV and computed tomography (CT) guided drainages of abscesses were performed several times but residual abscess and intermittent fever were still noted even after the antibiotic was shifted (from vancomycin to daptomycin plus rifampin for several weeks). The patient eventually required surgical drainage of psoas muscle abscess. The patient's hospital stay was complicated with respiratory failure but had later improved.